Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial#: (B)(4), implanted: 2011-01-27 explanted: product type: implantable neurostimulator; product ID: 3093-33, lot#: v621111 product type lead other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: 03-jan-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller reported the patient (pt) needs a head MRI and the interstim lead is "cut." Caller said it was cut during surgery.